Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was occluded. The following information was received by the initial reporter with the verbatim: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: patient's smof lipids were held for administration of pip-taz antibiotic, paused on alaris pump during infusion. First dose pip-taz given no concerns, after second dose was given, approximately 20 minutes after smof was re-started, pump rang off occluded patient side. After trouble shooting line, smof line not able to run past filter; not able to draw smof out of tubing either. Tubing had to be changed. Impact of incident: no evident harm; smof tubing changed. Who was affected? Patient. Unexpected or prolonged care? No.